Event description:
It was reported that a cerebral vascular accident (cva) occurred. The patient had been taking eliquis medication pre-procedure, and it was held the night prior to the index procedure. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx pro closure device was implanted after meeting release criteria with one deployment attempt. The activated clotting time (act) result was 325 seconds and remained therapeutic throughout the procedure. After the procedure was concluded and the patient was waking up from anesthesia, the patient had difficulty waking up. A magnetic resonance imaging (MRI) scan was performed which revealed a spread of small infarcts. A transesophageal echocardiogram (tee) was performed and was negative for thrombus or leak. No further interventions were performed. All symptoms resolved the following day post index procedure. The patient was discharged the following day post index procedure.